Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system with no other devices. The device was bloody. The pump, effluent/supply line, hypotube, shaft and tip were microscopically, tactile and visually inspected. Inspection revealed numerous bends in the outer shaft, effluent line/supply line and hypotube, and a kink in the hypotube/outer shaft that was 6.5cm from the tip of the device. The bends and kink to the device are most likely damaged during handling of the device pre/post failure, as the effluent line/supply line remains outside of the patient during use and with the hypotube/outer shaft kink was sharply (excessively) bent. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device found no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. The patient was admitted due to a acute myocardial infarction. A spiroflex® vg angiojet® thrombectomy set was selected for a thrombectomy procedure. The device was prepped as normal. During initial use of the device inside the patient, an error code displayed and it was observed that saline was leaking from the pump and going into the console. The staff checked for any issues and again the procedure was attempted. However, the same error code and saline leak was observed. The device was immediately removed and another of the same device was used to complete the procedure. There were no patient complications and the patient condition is stable.